Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer reported success while the electrode pairs being used were open circuits. It was noted that the consumer would require a battery replacement soon (and potentially lead). The implantable neurostimulator was implanted in 2009 for constipation and the consumer reported excellent results, bowels opened daily. Currently programmed on 3 positive, 1 negative, yet impedance reveals all to be out of range other than: c0 = 2041 ohms and c1 = 2041 ohms. The battery is 0-16 months. This indicated current electrode configuration not working, yet when switched off, the consumer immediately became constipated and this resolved when she switched back on. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the hcp requested an x-ray. Stimulation was exactly the same as it always had been throughout the last two (2) years. The impedance had been tested four (4) times now, all with the same results. Although the patient had a fall recently, this was after the impedance results. The rest of the impedance results just say more than 4000, other than electrodes 0 and 1, which is <(><<)>50. The consumer did not feel stimulation in other places. It was noted that the battery was now low and the consumer was reporting that she did get the results from the therapy even with these impedance results. When the consumer switched the device off, her constipation got worse, so she therefore felt she got benefit from it, so switched it back on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the nurse ran an impedance check with the clinician programmer and the x-ray appeared normal. Nothing was explanted yet. The cause of the out of range impedances was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.